Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 400 mg/dl at the time of the incident. The customer¿s other blood glucose was 200 mg/dl. The customer stated that they started having high blood glucose right below 400 mg/dl. The customer checked the tubing and found crimp at where the tubing connects to the infusion set cap. The customer declined troubleshooting. The device will not be returned for analysis.